Event description:
Event description guidant received information that the patient with this implantable transvenous defibrillation lead presented for follow-up, following two device-delivered shocks. Interrogation revealed a shorted lead message and testing revealed a high shock impedance.